Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 25-feb-2019. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel intolerance which was known after essure placement") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and mechanical urticaria and abdominal discomfort ("some abdominal discomfort"). The patient was treated with surgery (bilateral salpingectomy plus essure removal via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort and allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel intolerance which was known after essure placement") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and mechanical urticaria and abdominal discomfort ("some abdominal discomfort"). The patient was treated with surgery (bilateral salpingectomy plus essure removal via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort and allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.